Event description:
It was reported that the customer had a no delivery alarm last night. Customer also ran out of insulin and is changing the set right now. Customer received another no delivery alarm during prime. Customer mentioned her belt clip was also broken. Customer stated that the infusion set is working and no troubleshooting was performed. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.